Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the power supply of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to emit x-rays for image acquisitions. It was reported that the imaging system was restarted to temporarily resolve the reported issue. It was reported that the issue reoccurred after a period of time. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The generator starter board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the power supply voltage dropped and then stabilized.